Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital for hemolysis. The patient's ldh was 4000, plasma free 35, and his kidneys were medically managed and were stable. It was also reported that the patient recently had strep cellulitis to his lower extremity. Two days later, the patient's lvad was exchanged due to suspected pump. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.